Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a colonoscopy procedure in the colon performed on (B)(6) 2015. According to the complainant, the stent was used to treat a stricture in the colon. During the procedure, the physician advanced the stent over the guidewire and through the scope until the point of stricture. The physician began deploying the stent; however, when the stent was partially deployed, the outer sheath detached from the deployment handle and deployment could not be continued. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex enteral colonic stent with the delivery system was returned for analysis. Visual examination of the returned device noted that the stent was fully mounted on the delivery system. The dark blue outer sheath had fully detached from the distal handle and was kinked 87mm distal to the proximal end of the sheath. The shaft was dissected at the proximal end of the clear outer sheath. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent, stent holder and inner. During the product analysis, the investigator was unable to manually deploy the stent by retracting the outer sheath by hand. However, the shaft was dissected at the proximal end of the clear outer sheath and it was then possible to advance and retract the inner. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage identified during the product analysis were consistent with the application of excessive force. The cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.  A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral colonic stent was used during a colonoscopy procedure in the colon performed on (B)(6) 2015. According to the complainant, the stent was used to treat a stricture in the colon. During the procedure, the physician advanced the stent over the guidewire and through the scope until the point of stricture. The physician began deploying the stent; however, when the stent was partially deployed, the outer sheath detached from the deployment handle and deployment could not be continued. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.